Event description:
The event was identified through a retrospective review of product liability lawsuits. Through this review, we have identified a few events where the plaintiff had filed a suit against the company, and it was handled by our legal department, but the underlying product information had not been forwarded to the complaint handling unit. Livanova opened a CAPA to identify any possible lawsuits that might require complaint reporting and to retrospectively submit those events that were not previously submitted and to prevent future similar issues from occurring. The complainant alleges through their counsel infection m.chimaera. Based on the current status of the investigation the alleged device issue was yet not confirmed. Surgery date: (B)(6), 2015.

Manufacturer narrative:
A.2-a.5. Patient information was not provided. D.4. The catalogue and serial number are unknown. Therefore UDI is unknown. Information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in united states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: through follow-up communication livanova learned the device serial number which was used during the surgery. Model/serial numbers have been added to the dedicated d.4 section. Moreover, it was learned that plaintiff alleges patient contracted mycobacterium chimaera infection caused by contaminated heater-cooler system 3t used during coronary artery bypass surgery in 2015, and that patient died on (B)(6) 2020 as a result of the infection. Patient was tested for nontuberculous mycobacteria (ntm) and was diagnosed with mycobacterium chimaera infection on (B)(6) 2018. Device history record (DHR) review of device serial number has been completed and did not identify any deviations or non-conformities relevant to the reported issue. Involved device used at the time of the surgery (2015) was not upgraded with vacuum and sealing kit. No further investigation is possible. Source of patient contamination remains unknown and a direct relationship between the reported adverse event and the device could not be established.

Event description:
See initial report.

Manufacturer narrative:
D.4 additional unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code.

Event description:
See initial report.